Event description:
The customer received a blood glucose reading of 128 mg/dl on the contour next, retested on the contour and the reading was 61 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. New strips were sent to the customer.